Event description:
The customer alleged inability to test on the customer's one touch ii meter due to "battery" display for 3 weeks. The customer reports feeling symptoms of "stinging sensation on all extremities, and itchy". The customer's insulin was "increased from 30 units to 40 units in morning, and 15 to 20 units in the evening". No other info was provided.